Manufacturer narrative:
(B)(4). Event date: on an unreported date, the patient experienced peritonitis. Initial reporter: the initial reporter declined to provide additional information. The telephone number for the contact was reported as (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. On an unreported date, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. After an unknown number of days of hospitalization, the patient was discharged. It was not reported if the patient was recovering or was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.